Event description:
It was reported the front case needs to be replaced due to a keypad malfunction. There was no patient involvement. "...out of 8 serial numbers provided only one pcu with certain buttons not working was found the rest of them are not turning on at all. 15494717- certain buttons not working".

Manufacturer narrative:
The customer reported complaints of keypads being replaced due to keypad malfunctions was evaluated. Two keypads were confirmed to have malfunctions with the system on keys and the ac indicator lights, all other keys functioning as intended. No faults found. The other two keypads had various key not functioning as intended. Keypad found with an indentation at location soft key 13 was an incidental find and does not contribute to the reported failure. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(4) service history record showed the device had a manufacture date of 02/20/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/22/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only keypads were returned for investigation.

Event description:
It was reported the front case needs to be replaced due to a keypad malfunction. There was no patient involvement. "Out of 8 serial numbers provided only one pcu with certain buttons not working was found the rest of them are not turning on at all. (B)(4) certain buttons not working".